Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the patient treatment. New disposables were used to continue the treatment without incident. The dialyer was reused 4 times prior to the reported event. Hcp reports no patient or need for medical intervention.